Event description:
It was reported by service report that the power cord was damaged, exposing the ground wire. The power cord jacket was open exposing the ground wire insulation. Customer reported not pt involvement or adverse consequences.